Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h12i10105 and h12g28028 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex and ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2013, the patient was discharged from the hospital. The cause of the peritonitis was not reported. On an unreported date, the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.